Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. Visual examination of the returned sample shows a portion of velcro is missing from the sample. The reported event could be detected on the sample. Corrective actions have been implemented to mitigate this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the rolled part connected to the neck flange of the device was found to be could not be attached to the opposing side. There was no patient involvement.